Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery anomaly noted. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported the insulin pump had a delivery anomaly. Customer reported has been experiencing high blood glucose and the device has not alarmed. Customer had changed the infusion set and reservoir several times, but anomaly persists. No leaks noted. Customer reverted to old insulin pump and blood glucose has been in control. Customer's current blood glucose was 6.9mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.